Manufacturer narrative:
Evaluation of the returned product found the device was only cracked, not broken. This is not a reportable malfunction at this time.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor is cracked at the inserter junction.